Manufacturer narrative:
Correction: section b describe event or problem brand name, section d medical device brand name and section h device manufacture date. This supplemental MDR was submitted to reflect the correct brand name and manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer unloaded the pockets from the drawer with a failed rail, then removed the and replaced the drawer, removed the pockets from the replacement drawer using hardware testing application and installed the original pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.